Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: CAPA not necessary. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8015 s/n (B)(4) , he tried replacing the lcd display 5.7¿ (B)(6) issue was he did not received the correct lcd cable backlight, I ask him if he order this lcd display to bd, he told me no he did not, he order from another third party. I told (B)(6) if he order to bd customer order management, the lcd display will have the correct cables. (B)(6) ask me if he can just order the correct cable, I said yes, he can order just the cable and gave him part number (tc10008708) and would like to order to our customer order management.